Event description:
It was reported that the lag screw moved lateral and caused a new fracture.

Manufacturer narrative:
Evaluation summary: note: we only received the lag screw affected for evaluation. Associated items like nail and set screw which has been used in combination with the lag screw in question as well as further medical details (e.g. Op-reports, x-rays?) Are not available for evaluation. Thus investigation is limited to visual and dimensional inspection of the lag screw received. The dimensions of the lag screw have been checked completely (except of inner thread). The test revealed all dimensions to be within specified tolerances. Discrepancies in mfg were not found. The damages on the shaft were identified as cold sets, which were caused by load bearing with the edges of the proximal drill hole during the period of implantation. As neither damages nor any traces of contact between flute of the lag screw and tip of the set screw are visible we have to conclude that the lag screw has not been locked by the set screw against rotation as well as migration as intended. We did not received any info regarding the direction of migration of the lag screw. But as the damages of the shaft (cold sets) are very close to the lateral end face of the lag screw we have to conclude that the lag screw migrated in medial direction.